Event description:
It was reported that the left ventricular lead dislodged. Twiddlers syndrome was suspected. The lead was explanted. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).